Manufacturer narrative:
Supplemental report is being submitted due to the completion of the investigation on 18-feb-26. Device evaluation: the evo-fc-10-11-8-b device of lot number c2202811 involved in this complaint was returned for evaluation, with its original opened packaging. With the information provided, a physical examination and document-based investigation was conducted. The device related to this occurrence underwent a laboratory evaluation on the 07th of jan 2026. The lab evaluation notes, and lab attendance can be viewed in the ¿examination of returned device¿ section. The following was observed in the lab: visual inspection: safety wire returned in place, directional button in deploy position, red marker before point of no return - 7th dimple. Functional inspection: handle actuating fine for deployment and recapture, unable to deploy stent, handle opened , outer sheath separated from shuttle, all other components intact. The reported failure was observed. Manufacturing records: prior to distribution, all evo-fc-10-11-8-b devices are subjected to functional checks and visual inspection to ensure device integrity. A review of the manufacturing records for evo-fc-10-11-8-b of lot number c2202811 did not reveal any discrepancies that could have contributed to this complaint issue. Review historical data: the review of relevant manufacturing records confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c2202811. Instructions for use and/label: it should be noted that the instructions for use (ifu0062) which accompanies this device instructs the user to; "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". There is no evidence to suggest that the customer did not follow the instructions for use. Clinical image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause could not be determined. A possible root cause could be attributed to difficult patient anatomy / a tight stricture. It is possible that pressure from a tight stricture resulted in high deployment force, which in turn, led to the sheath tube separating from the shuttle cap, subsequently the stent could not be deployed. Multiple attempts were made for additional information in relation to this file but this information was not available. If this information should become available at a later date this file will be updated accordingly. Confirmation of complaint: complaint is confirmed based on visual and/or functional inspection. Corrective action/correction: complaints of this nature will continue to be monitored for similar events. Summary of investigation: according to the customer, the mechanism made a clicking sound and was not able to advance or deploy. Confirmed quantity, 01 device was confirmed used. No information have been provided on patient outcome and no adverse effects to the patient have been reported. Investigation findings conclude that a definitive root cause could not be determined. A possible root cause could be attributed to difficult patient anatomy / a tight stricture. It is possible that pressure from a tight stricture resulted in high deployment force, which in turn, led to the sheath tube separating from the shuttle cap, subsequently the stent could not be deployed. Complaint is confirmed based on visual and/or functional inspection.

Event description:
Supplemental report is being submitted due to the completion of the investigation on 18-feb-26.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Per the complaint email: the ercp team encountered an evolution biliary metal stent that did not function properly. We kept the entire product and boxed it. We think that it was faulty as the mechanism made a clicking sound and was not able to advance or deploy.